Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the display screen was blank and moisture was present. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 20-sep-2018 with the following findings: on examination, moisture was confirmed behind the display lens. Review of the alarm history revealed records of cs012/052/054 alarms. On investigation, the pump powered on to the verify screen with fully functional display screen, a blank screen was not duplicated. Leak testing revealed moisture ingress into the pump due to the audio bolus button cover being missing from the pump. Moisture was also found inside the pump on the printed circuit board. Unrelated to the original complaint, the display screen was noted to be dim/discolored.